Event description:
(B)(4). Migraines, heavy bleeding, blood clots, back and pelvic pain and cramping, contractions during menstral, nausea, weekness, enlarged uterous during menstral ever since installation. Tried birth control pills, excersize, diet change, 2 different ablations, take lysteda monthly to calm the bleeding, narcotic prescribed for migraines. Hysterectomy scheduled in january 2015 to remove the essure. My dr sees no other option to stop the side effects.